Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable loop recorder (ilr) showed episodes of asystole for the patient the day after implant. One episode was greater than minute in duration but the patient remained asymptomatic. No changes were noted to the patient¿s rhythm before or after the asystole episode. The device is still in use. No patient complications have been reported as a result of this event.